Manufacturer narrative:
The ca2 reagent lot and expiration date were requested but not provided. The field service engineer verified the correct probe alignments and pump pressures. The customer performed precision testing. After service, the customer reported the issue persisted. The field service engineer added special washes for calcium, flushed the reagent probes with sodium hydroxide (naoh) and performed precision testing. Afterward, the problem was resolved. The investigation determined the service actions performed resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ca2 (calcium gen.2) assay on a cobas pro ssu. The sample initially resulted in a ca2 value of 15.7 mg/dl and repeated as 9.98 mg/dl. The initial questionable result was reported outside of the laboratory.